Event description:
The customer reported 10 occlusions resulting in the pump displaying "high" blood glucose value. Elevated blood glucose was addressed with a correction bolus via the pump and a supply change. The customer also changed supplies to address the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.